Manufacturer narrative:
There is no information to indicate that a malfunction occurred. The nxstage one user guide states: slow fluid or blood leaks from loose connections, faulty components, venous access disconnection, vascular needle dislodgement or other potential causes may not be detected. The user is instructed to keep vascular access sites and cartridge connections visible throughout treatment. A trained and qualified person must observe all treatments so that alarms and harmful conditions can be responded to promptly. The cartridge was not retained for investigation and the log files were not sent for review. The design history file for the cartridge lot number was reviewed and met all requirements in the manufacturing process prior to release with no related defects. All available information supports that the product was functioning as designed and there was no malfunction. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
During treatment, the venous needle dislodged. The patient was hospitalized, transfused with 1 unit of blood and returned home in stable condition.